Manufacturer narrative:
Event date: the event occurred on an unspecified date of (B)(6) 2021. Initial reporter address: (B)(6). The device was received for evaluation. External and internal visual inspection was performed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced hot dialysate while connected to a homechoice claria device. This occurred during fill and dwell two of three of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.